Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to provide additional information to the conclusion of the investigation in reference to a CAPA for damage to package. Based on the results of our investigation, the damage or hole in the blister package is attributed to the combination of less air inside the blister package and sharp edges of the sg3 needle molded parts that are in contact with the blister packaging. It was noted during the investigation that the appropriate air vacuum control (air evacuation system) that vacuums the air inside the blister packaging during the sealing process has not been established during the initial validation. This may result in inconsistent distribution of air inside the package (excess or less air). Engineering test also revealed that the conditions that most likely contribute to the damage to the package are due to less air on blister packaging for sg needles. When there is less air inside the blister package, the cushion between the film and needle (having a sharp edge/part of the molded component) becomes less, therefore, piercing (or having a dent) of the blister film is likely to happen due to product-to-product contact. Furthermore, the following were also considered as a contributing cause for damage to the package: (I) 100% manual vision inspection has been implemented before the complaint since the root cause for the hole/damage on the blister could not be eliminated. (Ii) however, it was found that the qualifications of some of the inspectors were insufficient leading to inconsistent detection of the hole on blister defects. (Iii) despite the qualifications performed to address the abovementioned, a similar hole on the blister was found by pfizer. The inspection method & handling at tpc was found to potentially introduce a risk for a similar hole on the blister. As mitigation, the following has been implemented: (I) requalification was performed on all associates assigned at a manual visual inspection last august 24, 2021. (Ii) a series of refreshers training and procedural enhancement under the deviation report to improve the handling of the product during unit boxing and 100% visual inspection was approved on october 25, 2021, this is to ensure that no damage to the package will reach the customer. The verification of effectiveness in the selected product that has undergone 200% inspection for the new method is underway in europe. (Iii) te inspection method was enhanced to align with the new inspection method conducted in tpc. This was implemented at te last march 15, 2022 the below corrective action plan will be implemented based on the scheduled timeline: (I) validation will be conducted to establish appropriate air vacuum parameters. (I) completion - december 2022 (ii) qualification of new blister packaging material (I) notice of change (noc) - summer of 2022 (ii) production - january 2023 (iii) delivery (sea freight) - june 2023 please see attached approved schedule for the activities. The new blister packaging film will prevent holes, punctures & damage against the sharp edge of the molded part component. Based on the results of our investigation, the damage or hole in the blister package is due to the less air inside the blister package, the cushion between the film and needle (having a sharp edge/part of the molded component) becomes less, therefore, piercing (or having a dent) of the blister film is likely to happen due to product-to-product contact. It was also observed that it was noted during the investigation that the appropriate air vacuum control (air evacuation system) that vacuums the air inside the blister packaging during the sealing process has not been established during the initial validation. 100% manual vision inspection has been implemented before the complaint since the root cause for the hole/damage on the blister could not be eliminated. However, it was observed, that the hole on the packaging was also aggravated by additional product handling that may create further damage to the blister packaging. As mitigation, all associates performing the inspection were requalified last august 24, 2021, and a series of refreshers training and procedural enhancement under the deviation report to improve the handling of the product during unit boxing and 100% visual inspection was approved on october 25, 2021, this is to ensure that no damage to the package will reach the customer. The full corrective action plan to change the material packaging to prevent holes, punctures & damage against the sharp edge of the molded part component will be completed until june 2023.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted . The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a kink was confirmed in the carrier tube when the angio-seal poly-foil pouch was opened. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. There were no health damages to the patient. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.